Event description:
As reported per sales representative on 26jan2022; the metal stabilizing tip broke off in the patient in the upper left chest. They were able to retrieve it with no harm to the patient but the sales representative has not yet confirmed the method used to retrieve it.

Manufacturer narrative:
Product code: dre. PMA/510(k): k141148. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available or upon completion of investigation.

Event description:
N/a.

Manufacturer narrative:
D2b: product code: dre. G5: PMA/510(k): k141148. No device was returned on this complaint, therefore a physical investigation could not be performed and the complaint could not be confirmed. The complaint/event entered within trackwise: "the metal stabilizing tip broke off in the patient." Per complaint information: "the metal stabilizing tip broke off in the patient in the upper left chest. They were able to retrieve it with no harm to the patient but the rep has not yet confirmed the method used to retrieve it." The device history record (DHR) was reviewed, including manufacturing and quality controls and there were no signs to indicate that nonconforming product was manufactured and shipped to the field. This complaint type will continue to be monitored, tracked and trended per cvi's complaint handling and post market surveillance processes. A risk assessment will be performed and documented in the complaint summary tab in trackwise. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.